Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose was 195 mg/dl. The customer changed the supplies on the pump and additional occlusion alarms were received. A system check using the current supplies on the pump was performed and there appeared to be "something white and goopy" clogging the end of the cartridge pigtail. The customer changed out the cartridge and infusion set. A bolus was successfully delivered without receiving another alarm.